Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with blood glucose meter and guardian and glucose sensor simulator. No pump, sensor, blood glucose meter anomaly noted. No unexpected change sensor alarm noted. Unit was received with cracked case at corner of the belt clip rails and minor scratched lcd window.

Event description:
The customer reported via phone call that low blood glucose and high blood glucose. The low blood glucose reading at the time of the event was 29 mg/dl. The high blood glucose reading at the time of the event was 255 mg/dl. The customer treated the high blood glucose event with the insulin pump. Troubleshooting identified a bent sensor cannula. The insulin pump and sensor returned for analysis. Analysis did not identify any malfunctions with the insulin pump. Analysis confirmed a bent sensor cannula.